Event description:
It was reported that the patient was being treated for a non-device related issue by overdrive pacing using non invasive program stimulation. The pulse generator exhibited no output and telemetry anomaly. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an integrated circuit component anomaly which resulted in the reported telemetry anomaly.